Event description:
It was reported that the Gastrointestinal Videoscope was insufficiently reprocessed. Black debris was found in the Endoscope Reprocessor during reprocessing and came into contact with the scope. The scope was then used in a procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
Full E1 Establishment Name: (b)(6) .The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.